Event description:
The cusotmer went to the hosp for four to five days due to high bgs. The customer was placed on IV drip. The pump was reconnect to the customer and released. Troubleshooting was declined as customer stated that customer knew why customer was again high.